Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. The circumstance leading up to the dislocation were not provided. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records for the liner did not find any deviations or anomalies. Review of the device history records for the femoral head was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It was reported that the pt underwent closed reduction due to dislocation of the head and liner.